Event description:
The user from user facility reported that the device came apart during procedure. Attempts were made to obtain additional information about the event; no further information was received.